Event description:
It was reported that during a procedure to treat a lesion in a saphenous vein graft to the obtuse marginal, a perforation occurred. The 3.0 x 16 mm graftmaster stent was implanted for treatment, but the perforation was not sealed. The 4.0 x 16 mm graftmaster stent was then implanted, but the perforation still was not sealed; therefore, the patient was sent to surgery for treatment, and remains in the ICU. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The additional graftmaster referenced is being filed under a separate medwatch report.